Event description:
It was reported that a hospital facility received a locking bolt measuring device. On (B)(6) 2013, the package was opened and during an in service, the ball bearing fell from the device and hit the floor. The ball bearing was not retrieved. There was no patient or case involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The instrument was checked functionally one hundred percent at manufacture and passed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.